Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead analyzed. It was reported there was oversensing (high v-v interval counts) and inappropriate therapy. The patient alert had also triggered, and insulation failure was considered. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received reported noise on the lead and low impedance. Electrical tests performed, actual device involved in incident was evaluated 6mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event insulation, hole(s) in interference oversensing shock, inappropriate impedance, low.

Event description:
It was reported there was oversensing (high v-v interval counts) and inappropriate therapy. The patient alert had also triggered, and insulation failure was considered. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received reported noise on the lead and low impedance.